Manufacturer narrative:
Zimvie complaint number (B)(4). Additional PMA/510(k) number is k013227.

Event description:
It was reported that at the time of placement, the implant container was empty. The procedure was able to be completed using another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One empty packaging for impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual evaluation of the as returned packaging identified it was empty, no implant was inside. The tamper seal on the outer vial was already broken. The coob in non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth locations are not relevant to the reported event. DHR review was completed for the subject lot number (1232503). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Upon review of the DHR, packaging images have been attached to further verify the conformance of the packaging for the reported device. Complaint history review was performed for the reported lot number (1232503) for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Based on the available information, the packaging malfunction could not be verified, and the reported event was non-verifiable. The circumstances of the device delivery could not be recreated. Additionally, the alleged coob could not be verified.